Manufacturer narrative:
The follow up report indicated that the patient is recovering well and is moving forward to permanent implant. There is no further complication. The manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
A trial case involving a patient with a difficult anatomy was reported to nevro. It was impossible to insert more than 2 electrodes in the epidural space. Therefore the physician withdrew the lead and observed on fluoroscopy that the top electrode was detached and was left behind in the epidural space. The physician completed the case and follow up report indicated that the patient is doing well. There was no complication reported.